Manufacturer narrative:
(B)(4).

Event description:
It was reported an implant (oss313) fracture. Part of the implant came out without surgery. The other part remains implanted. Tooth location 30.

Event description:
Additional information received confirmed that bottom part of the implant was surgically removed.

Manufacturer narrative:
One osseotite® implant 3.75 x 13mm (oss313) was returned for investigation. Visual inspection of the as returned product identified the implant fractured on the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions noted on the per are bruxism and unknown bone density. The reported device was used for approximately 8 years. DHR review was completed for the subject lot number (2010120995). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2010120995) for similar events and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or device (oss313). Therefore, based on the available information, device malfunction did occur and the reported event (fracture) was confirmed. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).